Event description:
Boston scientific received information that during the attempted implant of this transvenous defibrillation lead, the physician experienced difficulty inserting the right ventricular (rv) is-1 pin into the header of a competitor's replacement device. The physician asked whether the design of the lead had changed or if the competitive device made changes to their header design. A different competitor's device was attempted, and the same issue was observed. The physician was able to insert the lead using mineral oil, and thus they switched back to the first attempted device and were able to insert the pin into the header using mineral oil. To date, there have been no reported adverse patient effects associated with this clinical observation.

Event description:
Boston scientific crm received info that during the attempted implant of this transvenous defibrillation lead, the physician experienced difficulty inserting the right ventricular (rv) is-1 pin into the header of a competitor's replacement device. The physician asked whether the design of the lead had changed or if the competitive device made changes to their header design. A different competitor's device was attempted, and the same issue was observed. The physician was able to insert the lead using mineral oil, and thus they switched back to the first attempted device and were able to insert the pin into the header using mineral oil. To date, there have been no reported adverse pt effects associated with this clinical observation.

Manufacturer narrative:
A technical services (ts) consultant noted that the lead design team was contacted and notified ts that there have not been any manufacturing changes to the leads, and that there could be differences in the medtronic header tolerances, but that medtronic would have to be consulted to obtain add'l info regarding their devices. Additional info was provided that this was discussed with the physician and it was noted that the physician was satisfied with the info. As of today, the available info suggests this lead remains in service without additional complication. If any additional info related to this incident becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). A technical services (ts) consultant noted that that the lead design team was contacted and notified ts that there have not been any manufacturing changes to the leads, and that there could be differences in the medtronic header tolerances but that medtronic would have to be consulted to obtain additional information regarding their devices. Additional information was provided that this was discussed with the physician and it was noted that the physician was satisfied with the information. As of today, the available information suggests this lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this lead was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, visual observation confirmed this lead to be returned severed, with two terminal legs returned. The is-1 terminal molding containing the proximal seal rings was lifted from the insulation, with evidence of medical adhesive (ma) noted. Additionally, several tears were noted in the is-1 terminal molding proximal edge.